Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was that they were having trouble with the stimulator and that the ins was hurting them so much. Patient stated that they had been to the pain doctor and to everyone else that was involved with the ins. Pt said that they were calling to see what to do and to get some help. Pt said that they were thinking of having the ins removed to see if that would lessen the pain. Pt said that they had a fall and that the issue started after that. Pt said that ever since, they had been having trouble and it felt like sciatica and a big basketball of pain where the ins was located. Patient stated it is past hurting them. They are in constant pain and cannot sleep. Patient turned ins off for two weeks but that did not help them. Patient stated nothing has been done and nothing will be done however patient wants to have device removed. Additional information was received; patient repeated information that they have been having problems with their implant for a long time. Patient stated they are almost to the point of going in and having the implant taken out because it is killing them all the way around their waist. Patient mentioned they are having fecal incontinence surgery on the (B)(6).